Event description:
It was reported to philips that fluoro failure due to sib box malfunction on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sibbox unit, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).